Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8800-001 electrosurgical unit w/argon beam coagulator was being used on (B)(6) 2025 during a liver resection and the ¿surgeon completing liver resection - holding tissue underneath while performing coag over surface. Cautery tip arching causing the tip to overheat and melt with white discoloration. Using covidien cautery pencil and helix. Machine set at 40 coag and 60 cut. Incident occurred when using coag. Resulted in melting of the surgeon glove and minor burn to fingertip (small red irritation, no blistering or need for medical attention). Surgery led by dr ¿ who is same surgeon who has had issues with arching in the past. Only surgeon at this site experiencing this issue.¿. The injury was reported as ¿minor skin irritation / minor discomfort to tip of surgeon finger¿. Per further assessment it was found that "when speaking with the lead clinician they did not feel like the issue was with the machine itself and likely more of an issue with technique of this particular surgeon.¿. The procedure was completed with a ¿different helix and new cautery pen used to finish¿. The unknown covidien pencil will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-8800-001 electrosurgical unit w/argon beam coagulator was being used on 6jan25 during a liver resection and the ¿surgeon completing liver resection - holding tissue underneath while performing coag over surface. Cautery tip arching causing the tip to overheat and melt with white discoloration. Using covidien cautery pencil and helix. Machine set at 40 coag and 60 cut. Incident occurred when using coag. Resulted in melting of the surgeon glove and minor burn to fingertip (small red irritation, no blistering or need for medical attention). Surgery led by dr ¿ who is same surgeon who has had issues with arching in the past. Only surgeon at this site experiencing this issue.¿. The injury was reported as ¿minor skin irritation / minor discomfort to tip of surgeon finger¿. Per further assessment it was found that "when speaking with the lead clinician they did not feel like the issue was with the machine itself and likely more of an issue with technique of this particular surgeon.¿. The procedure was completed with a ¿different helix and new cautery pen used to finish¿. The unknown covidien pencil will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d9 date of device return was corrected. Manufacturer narrative: an evaluation of the returned device found that the argon flow too high. The argon flow recalibrated. Power accuracy pass evaluation. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be lack of preventive maintenance. The preventive maintenance was overdue and performed as part of this repair order. The service history was reviewed, and no prior data was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 4 reports, regarding 4 devices, for this device family and failure mode. During this same time frame 675 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised the following: preventive maintenance (pm) should be performed by qualified service personnel at least every 12 months. We will continue to monitor per regulatory requirements to help ensure patient safety.